Manufacturer narrative:
Patient fell on the hip. The fall is contributed as a normal accident while patient was trying to do his normal walk, stand routines. Event is not related to device malfunction. Event is reported since it meets MDR definition of reportable events.

Event description:
Patient reported to hospital with femur fracture after falling on recently implanted hip. Surgeon revised stem and head.